Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant medical products: model: 6940-52, lead; implanted: (B)(6) 2000.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited multiple high-rate nonsustained episodes of noise. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and noise. This resulted in the patient receiving inappropriate therapies. Additionally, the implantable cardioverter defibrillator (ICD) had triggered a charge circuit timeout alert. Reprogramming was completed, and the ICD was extracted and replaced while the lead remains in use. No further patient complications have been reported as a result of this event.